Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 30092002 was reported, however, this is not a lot# manufactured for this product line. Investigation summary: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd syringe 5 ml was damaged, but still operable. The following information was provided by the initial reporter: "cracked syringe."